Event description:
During removal of arterial catheter, distal end remained in patient. X-ray revealed that the plastic tip was within the soft tissue of the right wrist. Patient taken to or. The catheter was removed without incident.